Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to an inappropriate shock and the patient experiencing pain around the device. The patient received no adverse consequences from the procedure.